Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that the antennas were not powered on.